Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user reported that drawer keeps failing after recovery. The customer reported that the user was able to remove the medication from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 4 failed frequently. The field service engineer (fse) encountered a failure in matrix drawer 4, but the drawer had recovered. The fse checked the device, removed medication jam and tested with user verified operational to resolve the issue. The system functioned as intended after the field service engineer repaired the device.